Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report that the one touch ultra meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B) (6) 2010, the pt noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The pt noted he replaced the meter's battery to no avail. The pt took no actions due to the meter issue. On an unspecified date afterwards, the pt experienced the symptoms of shaking, dizziness and weakness. The pt did not seek any medical attention or treatment. Troubleshooting revealed the test strips were correct, the battery did not need to be replaced and there was no misuse of the product. The issue was not resolved. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.